Event description:
Pt was undergoing preparation for colonoscopy when they complained of pain during the procedure. Pt reportedly was admitted for observation and later underwent sigmoid colostomy to repair a rectal tear.